Event description:
During an initial hip procedure, it was reported by the surgeon that the liner ring broke and the liner would not assemble correctly. Surgery was completed with a different liner. There was no known impact or consequences to the patient. No more information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 110026855. Lot# 620020. G7 hard bearing inst ring sz f. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: visual examination of the provided pictures identified there is scratching on the outer surface and the post has indentations. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.